Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm, e70 alarm due to unresponsive button. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer reported that they were able to clear the alarm. They were able to rewind the insulin pump. Customer reported the history of the insulin pump had motor and motor piston encode error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.